Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device would not charge despite multiple chargers being used. The device was determined to be non-functional and a replacement was arranged. Blood glucose was not affected.